Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0daxm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported having intermittent loss of therapy and uncomfortable stimulation since implant. No indication of patient harm. The patient experienced a cycle of symptom reduction, loss of therapy, and settings adjustment. "Sometimes" after adjusting stimulation, the patient began to feel "like a needle stabbing," so stimulation was further decreased to resolve the stabbing sensation. However, this action "did not always help the symptom reduction." The patient had changed programs in the past, so he was guided on how to do it again. The patient was indicated for gastrointestinal/pelvic floor. Cause/factors, troubleshooting, actions taken to resolve issue, and patient outcome remain unknown. "Omitted related event: hot batteries".